Manufacturer narrative:
The technician found that the bed exit strips did not function and replaced the bed exit strips to resolve the issue.

Event description:
Technician alleged that the bed exit is not alarming. No one was hurt or injured.